Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported stroke and subsequent patient outcome could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2016, the patient was admitted into the hospital for an acute stroke. The patient experienced multi-organ failure and care was withdrawn. The patient expired on (B)(6) 2016.